Event description:
Additional information received reported that the revision had not yet occurred. No scheduled date was known either. About two and a half weeks later it was reported that the patient¿s revision was scheduled for (B)(6)-2013.

Event description:
(B)(4): it was reported that the patient experienced shocking/jolting sensation and less than fifty percentage therapy relief. It was noted a high impedance at the lead of greater than 40 ,000 ohms. It was stated that the impendence checked the electrodes 6, 7, 8, 9, 11, and 14 was greater than 40,000 ohms. Reprogramming was performed around the impeded electrodes and unable to get desired coverage. It was noted that the revision of 5-6-5 was planned and the patient was alive with no injury and no adverse event the day of the reported event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported that the plan was to replace the battery and the leads. The next day, it was reported that the stimulator, leads, and extensions were explanted the day of the report. Five days later, it was reported that the patient was doing well. The reporter planned to see the patient again on (B)(6) 2013. Three days later it was reported that the patient was doing well and getting coverage in appropriate areas.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information from the patient reported they began experiencing shocking at unexpected times. It was determined that the lead was fractured, so the system was replaced. On the day of the new implant, the healthcare provider (hcp) told her "it" was corroded in their body. The patient was not sure if they meant the lead or the implantable neurostimulator (ins).

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no significant anomalies and was functionally okay with good stable output observed. Analysis of lead model 39565-30 serial # (B)(4) showed that conductor #13 was broken 15.4 cm from the proximal end. It was observed that the lead was segmented and the body of the insulation was cut through when received. It was reported that the continuity was acceptable with an open circuit noted on circuit #13. No shorts were observed between circuits. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.